Manufacturer narrative:
Concomitant medical product: product ID: 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s friend/family member regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient could not charge their battery at all and they thought the connector pin was messed up. It was indicated that the connector pin kind of looked like it was facing downwards, however it appeared to be working fine during the call because the recharger was charging and the recharger battery was three quarters of the way charged. No troubleshooting could be done due to a lack of access to the product. It was reviewed that the recharger and programmer both appeared to be functioning as expected. The patient was not present at the time of the call and the caller was not sure if they would be able to call back during patient services hours. The caller was not sure what screen the patient was seeing when they attempted to charge their ins. It was stated that at the patient¿s last appointment with their managing healthcare provider (hcp) (maybe in the beginning of (B)(6) or end of (B)(6) 2018), they told the doctor they couldn't turn their stimulator on and they were redirected to a manufacturer representative. The patient indicated that they had injections at this appointment as well. It was reviewed that if it had been an extended amount of time that the patient hadn't charged the ins it could be in an overdischarged stated. A copy of the recharge manual was reviewed and reviewed that if the patient was seeing a reposition antenna message they would have to follow-up with their managing healthcare provider for assistance. No symptoms were reported. It was asked but was unknown when the event occurred, but that the patient had just recently told the caller about the issue. No further complications were reported/anticipated.